Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00070, 00072.

Event description:
Allegedly head disassociated from the shell.